Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the ultrasound was absent. 3 handpieces were replaced but the ultrasound supply was still absent. Timing of the event and patient impact are unknown. Additional information has been requested but not received to date.

Manufacturer narrative:
The company representative examined system but was unable to find any issue related to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 25, 2016. No problem was found with the product. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).